Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen pressure was low. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received on 17nov2023, it was clarified that the device issue was the oxygen pressure being low. The asp stated that no parts were replaced to resolve the device issue. The oxygen system was readjusted in the hospital and the device was returned to normal function. The ventilator was confirmed to be back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 (B)(6).